Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The date of implant was in (B)(6) 2013, the exact date is unknown.

Event description:
During follow-up, high pacing impedance and r-wave amplitude variation was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
.